Event description:
During a check-out procedure at the manufacturer's service center, a bipap a40 failed to alarm for ac power disconnect when the power supply was unplugged. There was no harm or injury reported. The device was not in patient use. The device's event log was reviewed and an alarm for ventilation operation stop was recorded in the event log. The device failed to write to the event log and the software detected a motor over-current condition. The main circuit board was replaced to address the issue. The device was cleaned and tested and passed all final testing.